Event description:
It was reported that twenty-four days post a chronic catheter placement, the incorrect clamp was allegedly placed in the line during manufacturing. It was further reported that the patient was allegedly diagnosed with bacteremia. Reportedly, the catheter was removed due to bacteremia. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A female patient underwent a chronic catheter placement procedure using powerline cv catheter. Twenty-four days post the procedure, the incorrect clamp was allegedly placed in the line during manufacturing. It was further reported that the patient was allegedly diagnosed with bacteremia. Reportedly, the catheter was removed due to bacteremia. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned, two photos were provided for review. The first photo shows the product label that contains product details. The second photo shows a hcp holding an implanted catheter, in which all the clamps are noted to have "no CT" marking. The manufacturing review states, visual inspection of the images showed a 6fr t/l powerline catheter inserted into the patient's body, a white clamp and an ID tag were observed in each of the lumens, the ID tags had the legend no CT printed on it. This confirms that the clamp and ID tag placed in the red lumen of the catheter were incorrect. Therefore, the investigation is confirmed for the reported incorrect clamp issue as the provided material is noted to have flushing volume on the red lumen clamp as per the drawing. The cause of this condition is related to be manufacturing. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4. (Unique identifier UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.